Event description:
During index procedure, the patient had one complete self expanding (se) peripheral stent implanted to the right mid superficial femoral artery (sfa). Approximately 22 months post index procedure, the patient was rehospitalized for treatment of a right sfa pseudoaneurysm. A non-medtronic stent was placed to cover the pseudoaneurysm. The procedure was successful. Complete se sfa is under investigation pursuant to an ide. The device is currently approved in the u.s. With an iliac and biliary indication

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (pseudoaneurysm in vessel or at vascular access site).